Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 4-jan-2019. With the following findings: during investigation, there was evidence of a load step malfunction illustrated with ¿cs163¿ no cartridge detected alarms. The battery compartment is cracked below the grip pad. Returned battery cap is undamaged and able to fit securely. The piston was unable to detect the cartridge upon the first load step, reported ¿load step malfunction¿ complaint. Force sensor calibration reading is below spec. Pump¿s cover was removed, moisture corrosion was found to the fs plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and moisture within the pump.. This report is made based on results of investigation completed on 4-jan-2019.